Event description:
It was reported that a patient underwent an ath : abdominal total hysterectomy and bso : bilateral salpingo-oophorectomy on (B)(6) 2022 and barbed suture was used for fascia suturing for wound closure. With a longitudinal incision, suturing was completed from the cranial side to the caudal side starting with a cross stitch. Two opepolix sutures were used at each end. The peritoneum was continuously sutured using 3-0 opepolix. On (B)(6), which was two days later after discharge, the patient claimed that the wound had swelled. When the surgeon checked the patient, intestinal tract was protruded from a hole which was about 1 cm from abdominal wall. Therefore, re-operation was performed at the same day to treat the wound dehiscence. General anesthesia was used for surgery. In the re-operation on (B)(6), the part of the product other than the last 2 return stitches in the caudal side was cut off. The remaining product part was searched, but it could not be found in the abdominal cavity. Opepolix suture, which had been used with 2 stitches at each end of the fascia, remained. After the re-operation, the patient was discharged from the hospital without any problems.

Manufacturer narrative:
Product complaint # (B)(4). This is a combination product, and the event has been reviewed for both the suture and the triclosan. This report is being submitted pursuant to the provisions of 21 cfr, part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Trade name - irgacare®. Active ingredient(s) ¿ triclosan. Dosage form ¿ suture/solid/parenteral. Strength ¿ = 2360 ug/m. (B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Additional information was requested, and the following was obtained: [surgeon¿s opinion about causal relationship between product and event] yes, there is. [Surgeon¿s comment] ¿because the patient's bmi was not particularly high and also the patient was taking aspirin, I think that the direct cause of wound dehiscence was the product.¿ attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Please provide the patient's demographic information including age, gender, weight, bmi at the time of index procedure what was the initial approach for the index surgical procedure? (Open, laparoscopic or other)? On what tissue was the suture used/location of suture placement? Was the fixation tab seated against the tissue at the initiation of suture use during the index procedure? Were two reverse stitches performed across the incision prior to closure? What instruments were used in this procedure to handle the suture? What tissue dehisced? What was the tissue condition (normal, thin, calcified, fragile, diseased)? How was the dehiscence managed? Please describe any surgical intervention required for the wound dehiscence including date and findings. Did the stratafix suture break? If so, where was the break noted (termination, middle, end)? Please describe the appearance of the suture during the second procedure. What is the name of the opepolix suture that was used? Please describe and indicate what type of suture opepolix is. Were there any precipitating stress factors for the sutures untying, breakage or pulling out of the tissue? Did the operating surgeon observe any suture deficiency or anomaly before, during, after the suture placement or during any re-operation? Other relevant patient history/concomitant medications? What is the physician¿s opinion as to the etiology of or contributing factors to this event? What is the patient's current status? Lot number? If applicable, will product be returned? If so, please provide the return date and tracking information.

Manufacturer narrative:
(B)(4). Date sent to the FDA: 10/20/2022. This is a combination product, and the event has been reviewed for both the suture and the triclosan. This report is being submitted pursuant to the provisions of 21 cfr, part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Additional information was requested, and the following was obtained: please provide the patient's demographic information including age, gender, weight, bmi at the time of index procedure=>78-year-old female what was the initial approach for the index surgical procedure? (Open, laparoscopic or other)?=>laparotomy on what tissue was the suture used/location of suture placement?=>fascia was the fixation tab seated against the tissue at the initiation of suture use during the index procedure?=>yes. Were two reverse stitches performed across the incision prior to closure?=>unknown. What instruments were used in this procedure to handle the suture?=>unknown. What tissue dehisced?=>fascia what was the tissue condition (normal, thin, calcified, fragile, diseased)?=>no. Only just prescribed aspirin. How was the dehiscence managed?=>re-operation please describe any surgical intervention required for the wound dehiscence including date and findings.=>unknown did the stratafix suture break? If so, where was the break noted (termination, middle, end)?=>yes. The part of the product other than the last 2 return stitches in the caudal side was broken. Please describe the appearance of the suture during the second procedure.=>the part of the product other than the last 2 return stitches in the caudal side was broken. What is the name of the opepolix suture that was used?=>unknown. Please describe and indicate what type of suture opepolix is.=>¿¿¿¿¿¿¿¿¿ (opepolix) is polyglycolic acid suture product from alfresa pharma corporation in japan. Were there any precipitating stress factors for the sutures untying, breakage or pulling out of the tissue?=>the surgeon didn't have idea. Did the operating surgeon observe any suture deficiency or anomaly before, during, after the suture placement or during any re-operation?=>unknown. Other relevant patient history/concomitant medications?=>aspirin was prescribed. What is the physician¿s opinion as to the etiology of or contributing factors to this event?=> the direct cause of wound dehiscence was probably the product. What is the patient's current status?=>the patient was discharged from the hospital. Lot number?=>unknown. If applicable, will product be returned? If so, please provide the return date and tracking information.=>no sample will be returned. No further information will be provided.